Manufacturer narrative:
A follow up supplemental report will be sent when the investigation results are completed.

Event description:
The customer reported that the clear case on the device will not shut all the way. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the clear case on the device will not shut all the way. No patient involvement.